Event description:
It was reported that one day post implant the capture threshold was 6.0 v at 1.0 ms with poor sensing. At four days post implant, the lead exhibited no ventricular capture at 7.5 v at 1.5 ms. The lead was repositioned that day with good capture and sensing thresholds. The next day poor ventricular thresholds were noted again, so the lead was repositioned once more. The device would be monitored closely.

Manufacturer narrative:
Na